Event description:
The customer reportedly obtained blood glucose results of 103mg/dl and 64mg/dl within 10 minutes on the compact system. He treated himself by drinking juice and felt better in 10 minutes. No adverse event reported. New system sent to customer and return requested.